Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade would not rotate prior to first use. Another like device was used to complete the procedure. The reporter was uncertain if device already had been inserted into patient and use attempted prior to switching out device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The main housing was not received. The device was visually and functionally evaluated. Upon evaluation, in the absence of all components being returned, it was unable to be determined that the device was not working prior to shipping. The end of the drive cable was found to be bent in as the received condition. Due to this condition, the trigger could not be connected to motor drive and no further tests involving trigger housing could be performed. If the drive cable was forced to be connected to the motor drive; the drive cable could have been bent due to excessive force during use.